Event description:
Medtronic received information that prior to use of the fusion oxygenators during the set up of two separate pumps, the temperature probe/sleeve located at the outlet of the fusion oxygenator fell out into the perfusionist's hands. In both cases, the oxygenator was discarded and replaced with a new oxygenator for the procedure. There was no patient involvement so no adverse patient effects occurred. Additional information received stated that the customer observed no damage to the packaging and there was no damage to the other devices within the packaging. The issue with the temperature probes for both oxygenators was noted on the same date and the oxygenators were replaced before they were used on a patient.

Manufacturer narrative:
Complaint confirmed for temperature probe or tma disengaging from the device based on the images provided. Medtronic was unable to evaluate the device as it was discarded by the customer. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. The cause of this occurrence is unknown, but there is a potential that damage occurred during the shipment/tr ansportation/storage of this device, resulting in this occurrence. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.